Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for an investigation. Data log analysis confirmed that after 26 days of operation, the optical placement signal suddenly became unreliable. The issue spontaneously self-resolved, but promptly re-occurred, only to self-resolve again. All 5s parameters other than lamp had a decreasing trend. Upon review of the data logs, no problem was found with the pump. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the placement signal generated unreliable alarms. The device was successfully weaned and explanted. No patient harm was reported.